Event description:
It was reported to boston scientific corporation in 2006 that a c.r.e. Balloon dilatation catheter was used during a procedure the day prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon was inflated to 4 atm and it ruptured inside of the patient. The procedure was successfully completed with another c.r.e balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of this complaint could not be determined.